Manufacturer narrative:
Philips service replaced the host pc, restored its configuration, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the host pc failed to boot after a power reset on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.